Event description:
Customer reported a patient presented at with a wound infection at an unknown time following lumbar fusion. Presented with black eschar on skin.

Manufacturer narrative:
H-6 conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.